Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 30-25mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath. During implant the left atrial disc deployed normally, however after the right atrial disc was deployed, both discs took on hamburger shapes. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 30-25mm amplatzer talisman pfo occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity during implant was reported. A returned device inspection could not be performed as the device was not returned for analysis. Field provided 1 photo and a video, the cine image of tee showing deformed occluder discs and the video also showing deployed occluder outside the body also with deformed discs. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.